Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, d.4, d.5, h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-feb-2022 to 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station's wireless network was losing connection due to network adapter power save settings. The technical support specialist disabled the power management settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system was getting disconnected due to an unstable wireless network connection during a scheduled procedure. Customer stated that a 30-minute delay to a scheduled regional anesthesia administration to patient and fentanyl and midazolam were the required medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's wireless network was losing connection due to network adapter power save settings. Power management settings for the wireless network adapter was disabled to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was getting disconnected due to an unstable wireless network connection during a scheduled procedure. Customer stated that a 30-minute delay to a scheduled regional anesthesia administration to patient and fentanyl and midazolam were the required medications. The customer added that neither patient harm occurred, nor medical intervention required to patient and the device reconnected after a reboot by customer. There were no adverse events or injuries reported based on this event.